Manufacturer narrative:
The customer alleged moisture damage, button/keypad anomaly, off no power anomaly/unexpected battery power loss anomaly and blank display on (B)(6) 2021. The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly. No off no power anomaly noted. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 3 days. No blank display noted. The pump responded properly to button presses. No unresponsive buttons noted or button error alarm noted. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. There was no data listed on the event date in the pump history screen. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No damage noted on the keypad traces or keypad dome switches. The following were noted during visual inspection: minor scratched display window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. During visual inspection, no damage noted on the electronic assembly or on the motor. The customer alleged moisture damage was not confirmed. The customer alleged button/keypad anomaly was not confirmed. The customer alleged off no power anomaly/unexpected battery power loss anomaly was not confirmed. The customer alleged blank display was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had moisture under the screen, sticky buttons and it shut off without notification. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.